Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Guide pin broke off in pt's glenoid bone while using the aequalis reversed ii cannulated drill bit. About 50mm of the pin was left in the pt's bone. Surgery was completed with no further complications.